Event description:
It was reported the insulin pump had alarmed no delivery three or maybe four different times. Alarms occurred during bolus on (B)(6) 2014. Customer remembers her blood glucose was high in the 400 mg/dl range. Customer was unable to troubleshoot at the time of call since it was a past event. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.